Manufacturer narrative:
The reported issue could not be confirmed due to the previously reported issue in 3007981285-2017-18473.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was not impacted. Supply changes would be performed resolving the occlusion alarms. Tandem technical support (cts) educated the customer in regards to occlusions. As the occlusion alarms had occurred in the past, cts was unable to perform a system check to determine a possible cause of the occlusions. The customer reported manual injections would be used for insulin therapy.